Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead failed to extend, resulting in loss of capture and failure to sense. Multiple attempts and methods were made to extend the helix but were unsuccessful. The ra lead was not used and replaced. No patient consequences were reported.